Event description:
The manufacturer received information alleging device will not power on. There was no report of patient harm or injury. Medical intervention was not specified. The device was returned to the product investigation laboratory for evaluation. During the investigation, the manufacturer observed evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits on the water tank seal and the water tank. An unknown sticky substance was observed on the exterior of the ui panel. Small cracks were observed around the ui therapy button on the ui panel. The ui panel was observed to have evidence of liquid ingress on it along with brown burn-like marks on the interior. An unknown dust contaminant was observed on the top enclosure. One of the top enclosure screws was observed to have an unknown type of corrosion on it. The top enclosure was also observed to have evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits on it. Evidence of liquid ingress with potential mineral deposits was observed on the iso port and the center enclosure. Burn mark was observed on the iso port. The pca was observed to have an unknown type of corrosion to it and a thermal event at q3, likely due to liquid ingress to it. One of the pca screws was observed to have an unknown type of corrosion to it. A white unknown dust contaminant was observed on the inlet/outlet seal. One of the blower box screws was observed to have an unknown type of corrosion to it. An unknown dust contaminant was observed inside the inlet of the blower box, on the blower, blower seal, and on the blower box. Evidence of liquid ingress with potential mineral deposits was observed on the heater plate and bottom enclosure. The bottom enclosure was observed to have an unknown dust contaminant on it. The manufacturer was able to confirm the complaint of the device not powering on. The device has been scrapped.